Manufacturer narrative:
Date received by manufacturer: bd was initially made aware of this complaint on (B)(6) 2021. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2021-07-13 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Investigation summary: bd received five representative samples submitted for evaluation. Your reported issue was confirmed since one of the representative samples failed our internal testing. The sample was occluded during testing and further review of the product revealed that silicone was clogging the canula. Our investigation determined that the silicone found within the canula was introduced during its forming process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the sample was tested according to internal procedure si-16sp per occlusion during the test it was detected that the unit was occluded during a further review it of the unit it was observed that the cannula was clogged by silicone. This defect could had been produced during the lubrication process an excess of silicone can lead to an occlusion of the cannula when is assembled, during an investigation this excess of silicone was being produced during the forming of the catheter tip. Actions taken: a retraining/awareness was carried out in procedure si-18sp, this to prevent accumulation of silicone in the catheter to prevent occlusion. Rationale: no CAPA - based on an evaluation of severity and frequency, no corrective action was performed.

Event description:
It was reported that saf-t-intima w/y adapter yel 24ga x .75i had silicone on the needle. The following information was provided by the initial reporter: "we sent in a product complaint a few weeks back regarding 24g intima IV sets that don¿t produce a flash back of blood until you start pulling the needle out from the IV. We continue to have multiple issues with the 24 g intimas and found today that we had at least one incident where the same issue occurred with a 22g intima. No blood return noted when IV is placed. It isn't until you're taking the IV out (assuming it's a bad stick) that there is blood return with this specific lots." From investigation: "the sample was occluded during testing and further review of the product revealed that silicone was clogging the canula."